Manufacturer narrative:
Covidien technical support engineer troubleshot this issue with the customer over the phone and suggested the breath delivery unit (bdu) printed circuit board (pcb) be replaced. Covidien was not authorized to service the device. (B)(4).

Event description:
The customer reported that the 840 ventilator was inoperative. It is unknown if the ventilator failed while in use on a patient.